Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced a skin flap infection in (B)(6) 2018 and was treated with antibiotics (type and date not reported). Subsequently the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device on the contralateral side.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 20, 2024.